Event description:
It was reported that, "during the tka, the surgeon was opening the inner blisterpack, he noticed a hair in the inner blisterpack. The series 7000 standard tibia was implanted without any problems."

Manufacturer narrative:
The reported device was implanted. However, packaging components were received for eval. When completed, the eval summary will be submitted in a supplemental report.